Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Per results of investigation, carefusion service technician was able to duplicate customer¿s reported problem ¿unit resetting.¿ the service technician was not able to duplicate customer¿s reported problem ¿no output pressure.¿ the ventilator was tested with a known good ac adapter and known good patient circuit connected. Minutes after powering on, the ventilator reset. Bench testing cannot determine the root cause of the failure. Review of event trace revealed several ventilator inoperable (inop) code conditions preceding a ventilator reset alarm. As a pre-caution, the service technician replaced main board.

Event description:
The customer reported model palmtop revel ventilator reset with no output pressure prior to patient use. Upon further investigation, the customer confirmed no patient involvement or allegation of patient harm.